Manufacturer narrative:
(B)(4).

Event description:
During follow-up it was noticed that the vibratory alert was no longer working. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
The device was tested on the bench, and no anomaly was found. The devices vibratory alert functioned as intended. A longevity calculation was performed, and the device was within expected longevity performance.